Manufacturer narrative:
(B)(4). D10: unknown talar component. Unknown poly component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total ankle replacement. Subsequently, the patient developed tibial lucency presenting with pain and was scheduled for a revision total ankle replacement approximately 2 years post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b2, b3, b4, b5, b7, d6b, g3, h2, h6.

Event description:
It was reported that approximately 25 months post implantation of a left ankle arthroplasty, the patient underwent a revision of the ankle due to painful radiolucency. During the revision, the surgeon noted there was little to no bony ingrowth into the components. All components were revised without complication. Attempts have been made and all available information has been provided.